Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that ¿a surgeon had considered to perform lead revision as well as additional lead insertion.¿ no further event information was reported; no further complications were reported or anticipated.

Manufacturer narrative:
Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after recently undergoing stent surgery for acute myocardial infarction, the patient ¿felt heart pain¿ when increasing their stimulation. It was stated that it felt ¿like squeezing heart¿ and that their ¿blood pressure had been 'fellen' until 95/45 when they used the stimulator.¿ the patient¿s lead was initially implanted at c3; however, it was inquired as to whether revising the lead would impact the pain issue. There were no further complications reported or anticipated.